Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced for high capture thresholds. No additional adverse patient effects were reported. A good faith effort will be submitted to the field for device return.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced for high capture thresholds. No additional adverse patient effects were reported. A good faith effort will be submitted to the field for device return. Additional information: the field representative indicated that this device is not available for return as it was destroyed/discarded at the facility.